Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2013 with the following findings: the pump booted with a dim/discolored display screen. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.